Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified subclavian vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 13 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A longitudinal balloon tear was identified starting 11mm distal of the distal markerband and extending 38mm proximally. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. The rated burst pressure as per the print on the hub is 14 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified subclavian vein. A 12.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 13 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.